Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. Customer's current blood glucose is 41 mg/dl. Customer has treated with food. Customer's blood glucose reading at the time of the event was 30-40 mg/dl. This incident had taken place four to five months ago. Paramedics were called and customer was transported to hospital. Customer was found passed out. Customer received too much insulin. During troubleshooting, reviewed programming, incorrect time programmed into the insulin pump. Explained the importance of having the correct time. Nothing further reported.